Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "cassette not attached" alarm. This occurred while testing. There was no patient involved.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with contamination in the battery compartment, scratched lens, and a broken dso seal. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log some evidence of the reported issue. To further investigate, the device was inspected. The reported alarm was not able to be duplicated. Inspection of pump showed a broken dso seal. In the event log, multiple entries of dso and uso alarms were found. The dso sensor and uso sensor were replaced to correct to reported problem.